Manufacturer narrative:
According to the information receive from the field the recipient suffered from re-occured infections at the surgical site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of possible infection. Further it is reported that a re-positioning surgery was performed due to a migration of the device from its intended position. The device was explanted due to another episode of infection, but has not been received for investigation.

Event description:
Reportedly parents of the recipient noticed redness and swelling at the implant site a few days after stitches have been removed on (B)(6) 2020 i.e. About 1 month after implantation. After treatment his wound got dry, but it was noticed that the implant had migrated slightly. Re-positioning surgery was carried out on (B)(6) 2020. The wound got subsequently infected again and recipient was admitted to the hospital. The user was explanted on (B)(6) 2020.

Event description:
Reportedly parents of the recipient noticed redness and swelling at the implant site a few days after stitches have been removed on (B)(6) 2020 i.e. About 1 month after implantation. The wound got dry, but it was noticed that the implant had migrated slightly. Re-positioning surgery was carried out on (B)(6) 2020. The wound got subsequently infected again and recipient was admitted to the hospital. The user was explanted on (B)(6) 2020.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, since according to the information receive from the field the explantation was more likely related to clinical reasons, namely the recipient suffered from recurring infections at the surgical site early after implantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Furthermore, a re-positioning surgery was performed due to a migration of the device from its intended position; according to the explant report form, no method of immobilisation was applied on the device. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted with the device on (B)(6) 2020. Full antiseptic protocol was used during surgery and the user given antibiotics post-operatively. His stitches were removed on (B)(6) 2020 and at that time the wound was fine. A few days later, the parents noticed redness and swelling at the implant site. The user was given a course of antibiotics, which he responded well to. On (B)(6) the wound was again infected. He was started with IV meropenam for 15 days. His wound got dry but the implant had migrated slightly. The implant was then repositioned. Electrode was well placed post-operatively. The wound was subsequently infected again and user was admitted to the hospital.